Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The aortic neck is angulated 15 degree. The vessels were relatively straight and were not calcified. It was reported that the physician had difficulties to insert main body through 18fr sheath. The physician stated that there was a build-up of debris (possibly g) on the hydrophilic "coatine" outside of the sheath valve, once the device was fully inserted. The stent graft placement and deployment went fine with no issues. The nose cone was captured correctly and retracted back into sheath inside the patient. When pulling the device out, the nose cone was stuck at the valve of the sheath. When the surgeon pushed the device back in through the valve, the graft cover started to crumple. The surgeon then tried to again pull the device out and was tugging quite vigorously. The physician used a "pliers" to get hold of the metal sleeve of the taper tip and pull to release it from the sheath. It took a little maneuvering but the whole delivery system was removed from the patient. The whole case went fine other than this and there was a good outcome to the case. No clinical sequelae were reported and the patient is fine. The evaluation of the returned device was completed. Based on the evaluation of the returned devices, the cause of the removal difficulties complaint is potentially due to incompatibility between the 18fr. Endurant device and another manufacturer's 18fr. Sheath. There were no issues found with the endurant delivery system, which appeared to have performed as expected.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulties); caused by another drug/device (another manufacturer's device (sheath) likely contributed to this event). Conclusion: operational context contributed to event (another manufacturer's device (sheath) likely contributed to this event).

Event description:
The physician stated that there was a build-up of debris (possibly on the hydrophilic coating) on the outside of the sheath valve, once the device was fully inserted.